Event description:
The customer reported while running a hepatitis core assay, summit sample handler did not aspirate the correct amount of diluent and did not give an error message. A field service engineer was dispatched. No death or serious injury was associated with this event.